Manufacturer narrative:
Upon follow up it was reported the patient was hospitalized for the peritonitis event the same day as event onset. On an unreported date the same month as event onset, the patient was treated with oral cifran (tablet, 200 mg, once a day) for the peritonitis. Two weeks after event onset, the patient was discharged from the hospital. On an unreported date the same month as initiation, antibiotic therapy was discontinued. The day after hospital discharge the patient was recovered from this peritonitis event and was reported as doing well. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of peritonitis was unknown. It was unknown whether the patient was hospitalized for the event. The patient was treated with an injection of vancomycin (1 gram once in 4 days), and am injection of fortum (1 gram, once a day) and tablet cifran (200 milligram, once a day) for peritonitis. The recovery status of the patient was unknown. The action taken with dianeal therapies was not reported. No additional information is available.